Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was missing and the reservoir compartment was broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit had a missing retainer, missing reservoir tube o-ring, minor/deep scratched display window, damaged (scratched) display window cover, scratched case, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. No broken reservoir tube lip noted. Unable to perform the displacement test due to missing retainer.